Manufacturer narrative:
Patient information is unknown. The device was removed from the patient intraoperatively. Complainant part has not been returned for manufacturer review/investigation. PMA - 510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported at the time of surgery two (2) drill bits were split at the tip causing a piece to be embedded in the patient's bone. It was also reported while tightening a screw the head broke off leaving the shaft of the screw embedded in the patient. This complaint involves three (3) device. This report is for a screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.